Manufacturer narrative:
This ipg serial number was included in a field advisory. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation approximately 9 months ago. Reportedly, the patient recharged their scs system as recommended by the manufacturer. However, the battery would no longer receive a charge and subsequently became inoperable. As a result, surgical intervention will be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgery was undertaken on (B)(6) 2018 where the ipg was replaced and the issue resolved.